Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer matrix combo drug function was not working. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that system screen was black. A technical support specialist log in remotely and resolve the software issue. The system functioned as intended after the technical support specialist troubleshoot the device.